Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a three-way large bore stopcock in which a leak was observed. The process step is unknown. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.